Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 9hale-a auxiliary drawer 7 was faulty due to physical damage. Specifically, the row c base board clip at the c1 slot was found to be broken. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) determined that the actual issue was related to a remote manager and hasp, then fse swapped remote manager and hasp to new refrigerator. The system functioned as intended after the field service engineer repaired the device.